Event description:
It was reported that the bd insyte autoguard pnk 20ga x 1.16in experienced a defective catheter tip. The following information was provided by the initial reporter: when channeling the patient, it is evident that the catheter is broken at the tip of the catheter.

Manufacturer narrative:
(B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: our quality engineer inspected the photograph submitted for evaluation. Bd received one photograph which displays a 20g insyte autoguard unit with no product documentation to indicate the reference or lot number. The catheter tip is not visible in the provided picture. Based on the available view no damage or defects can be observed. Unfortunately the photograph provided for this incident did not present sufficient evidence to identify or confirm the alleged failure or to establish a definite root cause. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the bd insyte autoguard pnk 20ga x 1.16in experienced a defective catheter tip. The following information was provided by the initial reporter: when channeling the patient, it is evident that the catheter is broken at the tip of the catheter.